Event description:
It was reported that the customer has been having unexplained high blood glucose. Caller stated that the customer had three reservoirs that leaked into the reservoir compartment during normal use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.